Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Prodisc-l implanted at l4-l5 on an unk date. Pt had a previous laminectomy or discectomy and instability was noted. Decompression prior to pdl surgery at l5-s1. Pt experienced increased instability after prodisc-l implantation. On a f/u visit, x-rays showed a mobile segment at l4-l5. During posterior fusion on (B)(6)2010, pars fracture noted at l4-l5. Pdl was not explanted. This is the 2nd of 3 reports submitted on this event.